Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The unit was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The following physical damage was also noted: minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's son reported via phone call that the insulin pump alarmed with a motor error during the fill cannula process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer's son did not recall any significant events leading to the motor error, and she was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.